Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity" number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent an initial left knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012 due to unknown reason. Cement spacers were implanted. The patient was reimplanted on (B)(6) 2012. The patient was further revised on (B)(6) 2015 due to pain and suspected tibial loosening.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - remains implanted. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time. No further information has been provided.